Manufacturer narrative:
On august 14, 2024, mentor became aware that the initial report awareness date and /report submission due dates/ year is incorrect. The correct alert date is (B)(6) 2024, which makes the report submission due date to be (B)(6) 2024, therefore the initial report is not late. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 67-year-old caucasian female patient underwent a primary breast augmentation surgery with a 350cc mentor memorygel breast implant. Post-operatively, the patient suspected that she experienced a rupture of her right prosthesis. The patient also reported that her right breast was rippling the patient has consulted with a medical professional,. As a result, patient underwent bilateral removal on (B)(6) 2024. This report related to the left side. Note: two (2) devices with the same lot number were received and both were found rupture, therefore both implants were investigated per mentor procedure.

Manufacturer narrative:
Suspect device received on august 06, 2024. Device evaluation completed on august 13, 2024: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant had two (2) tears (a & b) on the posterior view. The tear (a) was found at the union between the shell and patch extended approximately 2.5 cm to the shell, and tear (b) measured approximately 1.0 cm. Microscopic examination was performed on the edges of the ruptures (a & b), and the cause of the tear (a) could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear (a), and the thickness was within manufacturing specifications. Parallel striations were found in the whole area of the tear (b). Parallel striations are consistent with markings made by a sharp object perforating the implant shell. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the tear (a), the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Based on the information currently available, the microscopic examination of the tear (b) indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions not to allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: rupture. H6 health effect - clinical code e2402: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).